Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 419688 implantable pacing lead, (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient went to the emergency room due to shocks and a remote transmission was sent. Episodes of ventricular fibrillation/ventricular tachycardia were detected and treated. The electrogram suggested that the shocks may have been inappropriate due to atrial fibrillation with rapid ventricular response. The left ventricular lead had high impedance and possible loss of capture. The device and lead remain in use. No further patient complications have been reported as a result of this event.